Event description:
In 2007, md did prolift surgery and he placed polypropylene mesh in the anterior section of my vagina to hold up my prolapsed bladder and uterus. He also inserted a tvt-o (polypropylene mesh/sling) to elevate my urethra to supposedly prevent incontinence. Intense, chronic pain postsurgery until today--problem voiding, pain on urination and after, chronic--uti's, blood in urine, leaking, more irritation and inflammation from mesh, digging of mesh into body tissue, pain upon anything entering my vagina, left and right groin pain, bad pain when walking and sitting, pain running from butt cheek down my left thigh, excruciating pain when my rectum is full, relieved after a period of time once I defecate. For problems urinating, was given a catheter in the ER two days prior to event. The night of the following day, was back in ER for blood in urine and was admitted. With insertion or the mesh, right hip didn't work as before; needed walker to walk then. This bad hip pain remains, increasing upon walking now. Also have back pain. The longer I sit, the greater the pain in my groin, butt, vagina and thigh becomes. It is like sitting on metal. In 2008, had 2nd surgery to remove mesh, they could only get the center of the mesh out. When they did the removal surgery, the report indicates that, "felt anteriorly was a piece of mesh where the leading edge, and the distal edge could be felt in essence rolled up with a transverse scar both anteriorly and posterially." They said it was dangerous to remove the mesh arms, so they remain inside scratching and irritating my vaginal area, on the left, in a long line from my butt to my groin thru my left labia. On the right, the pain is in the groin area. The mesh is now against my vaginal wall, there is concern about possible erosion on the left side. The sling area also feels scratchy and irritated. Kidney dr says, chronic blood in urine & utis from mesh irritation and inflammation. Mesh throughout has gotten harder than originally causing lots of pain and pressure in urethra and bladder areas where the sling is with difficulty voiding for periods of time. Also, I am chronically exhausted with muscle and joint pain throughout my body. Operation 3 to remove whatever mesh they can, is recommended!!! Activities and quality of life are significantly, negatively altered!!!